Manufacturer narrative:
Product complaint # ==> pc (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: *did the sutures break or did the sutures pull off from the needle? Connection between swage and suture break. *please clarify, how many sutures broke / pulled-off during suturing on this one patient during this single surgical procedure? 1 device one patient during this single surgical procedure. Investigation summary two pictures were received for analysis. Upon to visual inspection of the pictures, two labeled winding former, two detached needles and two sutures piece with the ends wavy of product code could be observed as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the sutures broke since device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history lot ==> "a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified.

Event description:
It was reported that a patient underwent a rhinoplasty procedure (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.